Event description:
International affiliate reports the tip of the aegis modular screwdriver sheared off during screw insertion. The broken tip remains in the implanted screw. See mfg report# 1526439-2007-00175 for the second instrument which broke during this surgery.

Manufacturer narrative:
Depuy spine has requested return of the instrument for eval. Review of the device history record confirms the lot met specification requirements when released to stock. No conclusion can be made at this time. Events of this nature can result from excessive force applied to device. The instrument is made of stainless steel and although it is not implant grade, it is controlled in its mfg and specifications. The material is resistant to corrosion in a variety of environments, including blood. The processing of the instrument includes a passivation process which further increases the material's resistance to corrosion a follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.